Manufacturer narrative:
Synthes is submitting this report as a result of remediation activated related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Complaint# for part, #199364. Eval of the returned part did not reveal residue of discoloration on the handles. The gap was measured and found to be in tolerance. A review of the device history record did not reveal conditions that would have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that the instrument resin handles are leaching brown from the handle. This is 1 of 10 reports from the same event.